Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned or lot number provided. This device was used for treatment not diagnosis.

Event description:
Journal article received: dynamic hip screw blade fixation for intertrochanteric hip fractures, frankie leung, paata gudushauri, grace yuen, tak-wing lau, christian fang, and shew-ping chow, journal of orthopaedic surgery 2012;20(3):302-6 reported: an (B)(6) female patient, operated on within 48 hours of her intertrochanteric hip fracture and given a single injection of an antibiotic 30 minutes before incision as prophylaxis, underwent surgery for the implantation of a dhs blade, a 4-holed 135 degree angled plate and an unknown number of screws. This report is for an unknown screw. It was reported that the patient developed a loss of fixation secondary to a non-traumatic subcapital fracture at 3 months resulting in a bipolar hemiarthroplasty. It is unknown if the product was a synthes device. A copy of the literature article will be submitted with this medwatch. This report is 3 of 3 for complaint (B)(4).